Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. System check was performed with tandem technical support and there was blockage in the cartridge. Reportedly the customer will change the cartridge and resum insulin delivery. Customer's blood glucose was 266-318 mg/dl.